Event description:
The pt had an aneurysm formation at least one year post procedure after receiving a cypher select stent. The pt was presented with mi, angina and/or st and the aneurysms were found on the angio. No additional information was given.

Manufacturer narrative:
This device is distributed outside the united states: however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional information will be submitted within thirty days upon receipt.